Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate. Before the catheter was inserted into the patient, the balloon test was performed by injecting 10ml of water into the balloon. The water was able to inject, but 10 ml of water was unable to draw out all of it, and another catheter was used on the patient.

Event description:
It was reported that the foley catheter balloon was difficult to deflate. Before the catheter was inserted into the patient, the balloon test was performed by injecting 10ml of water into the balloon. The water was able to inject, but 10 ml of water was unable to draw out all of it, and another catheter was used on the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing catheter. Visual inspection noted the balloon was partially inflated. The balloon was deflated with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested without leaks and passively deflated in 2 minutes and 10 seconds without issue or cuffing, returning 10ml of solution. The device history record review and labeling review was not required as the investigation was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.